Event description:
The iab was inserted into the pt on 5/8/97. On 5/11/97, check "iab cath" alarm sounded from the pump and blood was noted in the catheter tubing. The iab was removed. No second was inserted. Event complications: none from the event - rptd 5/12/97. Pt's current status: stable - rptd 5/12/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.